Manufacturer narrative:
The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. The probable root cause of broken or dislodged conductor wire is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove. The probable root cause of detached fragment is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. During the visual inspection, the instrument was found to have a broken grip that is completely detached from its base. The conductor wire on the grip was found to be broken as result of the grip breakage. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had a broken jaw. No fragments fell into the patient. The procedure was completed with no reported injury.